Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that when programmed to vvi mode it was undersensing and subsequently paced the patient on the t-wave. While at room temperature the sense amplitude test was performed using the sigma pace 1000 for the ventricular channel at multiple settings with no anomalies observed. The device was set to vvi mode with a rate of 40 paces per minute and a 10 milliampere setting. The device passed all incoming functional testing. Analysis did note that the lower case, hanger assembly and output connector assembly were broken and that four case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. (B)(4)

Event description:
It was reported that the external pulse generator was programmed to vvi and was undersensing and subsequently paced the patient on the t-wave, sending the patient into ventricular tachycardia. The patient was administered external defibrillation and their rhythm was successfully restored. There were electrocardiogram strips sent in which showed the generator pacing at the rate of 40 paces per minute and do document the patient being shocked. The generator was returned for service and evaluation. No further patient complications have been reported as a result of this event.

Event description:
It was further reported via medwatch form 3500a sent in from the account that the vvi pacing setting was 80 paces per minute and output to a ma10, vma10.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.